Manufacturer narrative:
One used cadd-legacy® 1 ambulatory infusion pump was received for investigation. A visual inspection found no damage on the pump. The event log was unable to be downloaded. The pump was powered up and a constant alarming error code "1260" was activated. The root cause of the alarm was determined to be a faulty microprocessor board. A root cause for the faulty microprocessor board could not be determined.

Event description:
It was reported that a cadd-legacy® 1 ambulatory infusion pump exhibited a "constant alarm" and error code 1260. No injury was reported.